Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred. The pump was plugged into a power source during one of the alarms, and was inside in the air conditioning during the other alarm. The customer's blood glucose level was 200 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer recently ate food. The customer would continue to use the pump until replacement pump is received. However, it was confirmed that the customer had manual injections available.